Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was missing a soft key. (B)(6) reported patient involvement.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device was missing a soft key. There was no reported patient involvement.